Event description:
While using kls plating system, surgeon inserted screws into the mandible; screw head broke off and screw was left in the mandible. This happened with four screw heads. The drill bit also broke off into the bone.